Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "warnings: simplify disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify disc components, instruments, procedure, clinical applications, biomechanics, adverse events, and risks associated should use this device. A lack of adequate experience and/or training may lead to a higher incidence of adverse events, including neurological complications." "Correct selection of the appropriate implant size is extremely important to assure the placement and function of the device. Information regarding proper implant size selection is provided in the simplify disc surgical technique guide..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial one (1) level cervical disc replacement procedure. During the procedure, the surgeon experienced difficulties with tamping the disc assembly into the disc space. The surgeon was concerned that the distance between the endplates was larger than the face of the tamp, resulting in force applied to only one endplate, and causing the implant to disassemble. The implant was reassembled and implantation attempted again; however, this was unsuccessful. The surgeon opted to discontinue the disc replacement procedure and perform an anterior fusion procedure. No further impact to the patient was reported. No additional information was available.